Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number : (B)(4); batch/lot number: 5070278; model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration as confirmed through x-ray. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.